Event description:
Device report 2 of 2: reference MFR report: 1627487-2012-09270. It has been reported the pt underwent surgical intervention to explant the entire scs system due to an infection at the ipg pocket and the lead incision site. The infection was first identified when the pt went in for her first post-operative follow-up appointment where the physician noted the incision site had not healed. The pt is also being treated with antibiotics. The explanted products have been discarded by the facility. No further pt complications have been reported.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.